Manufacturer narrative:
This user facility is outside of the united states. Current information is insufficient to permit conclusions as to the cause of the events. Product identification was not provided for the patient mentioned in the journal article. The article was written by thomas r. Henkel, md, jens g. Boldt, mb, bs, thomas k drobny, md, and urs k. Munzinger, md. This information was originally reported on 3002806535-2016-00115 which referenced a journal article written on a study that this patient took part in. Product location unknown.

Event description:
Information was received based on review of a journal article titled, "knee arthroplasty after formal knee fusion using unconstrained and semiconstrained components: a report of 7 cases" which aimed to evaluate the clinical and radiographic midterm results of patients who had undergone conversion of knee joint arthrodesis to tka, using the agc dual articular, manufactured at biomet. The study consisted of seven patients with previously fused knee joints that were performed between 1984 and 1998. The mean age at the operation was fifty-eight years and the time since the fusions varied from four to forty-seven years. The initial fusions were for infection in five patients (two tuberculosis and three sepsis with staphylococcus aureus) and severe osteoarthritis after proximal intra-articular tibial fracture in two patients. Previous fusion was performed with one or two plates in three patients and screws or pins in four patients. One patient had a previous patellectomy. The patients underwent conversion to total knee replacements due to pain and disappointment from refusion procedure. A patient was identified in the article that underwent a fusion procedure on an unknown date due to infection. Subsequently, patient underwent a conversion to a total knee arthroplasty utilizing constrained pca implants on an unknown date ten years after the fusion procedure. Patient follow-up results provided at month one hundred sixty-one post-implantation indicates complications of arthrofibrosis, mobilization five months post-operative, open arthrolysis with detachment of mm rectus and sartorius six months post operative. There has been no further information provided and the patient outcome is unknown.